Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had neonate on therapy rewarming to 36.5c. Patient had been slowly rewarming, but for the past hour the temperature had not moved and arctic sun device now says "controlling". S/n:(B)(6) , patient temperature was 35.2c, target temperature was 36.5c, water temperature was 40c, water flow rate was 1.4l/m. In the adjust screen the rewarm from was set from 36.5c to 36.5 at a rate of 0.5c/hour. Had rn change the rewarm from to current patient temperature was 35.2c and choose the rewarm rate per facility protocol. There was now a duration of about 6 hours. After saving, nurse noted it now says "rewarming". Discussed with nurse extended periods of warm water may result in an alarm as a safety measure to encourage diligent skin checks. Encouraged nurse to call back with any issues. As per additional information via phone on 27dec2023, nurse stated that patient completed therapy without further troubleshooting. Device worked as expected and had remained in service without assessment. No further information available.

Event description:
It was reported that they had neonate on therapy rewarming to 36.5c. Patient had been slowly rewarming, but for the past hour the temperature had not moved and arctic sun device now says "controlling". S/n: dygxal019, patient temperature was 35.2c, target temperature was 36.5c, water temperature was 40c, water flow rate was 1.4l/m. In the adjust screen the rewarm from was set from 36.5c to 36.5 at a rate of 0.5c/hour. Had rn change the rewarm from to current patient temperature was 35.2c and choose the rewarm rate per facility protocol. There was now a duration of about 6 hours. After saving, nurse noted it now says "rewarming". Discussed with nurse extended periods of warm water may result in an alarm as a safety measure to encourage diligent skin checks. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.